Manufacturer narrative:
H3 other text : customer requested remote service - no malfunction alleged.

Event description:
It was reported to philips the customer requested a quote for a spare capacitor. It was clarified via email with the philips response center that there was no allegation of malfunction from the customer. There was no allegation of malfunction. The heartstart mrx remains with the customer.

Event description:
It was reported to philips the customer requested a quote for a capacitor. Additional details have been requested. There was no patient involvement.